Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: slow partial deflation. Time of device issue: during the procedure. Adverse event: none. It was reported that during a left anterior descending (lad) artery stenting procedure, in a heavily tortuous lesion, after stent deployment, the balloon slowly partially deflated taking 2-3 minutes. The balloon was able to be removed. There was no adverse patient sequela. Although requested, there was no additional information provided.